Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far-field r-wave oversensing (ffrw) noted on the current electrogram (egm), noted to be intermittent during recorded episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.